Event description:
It was reported that high capture threshold and high pacing lead impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable before, during, and after the procedure.